Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that some time ago, in 2005, she tested on her meter and obtained a result of "hi". She tested again, and got another result of "hi". She had no symptoms at the time and thought the meter results were inaccurate, but she stated that since she obtained the two results of "hi", she gave herself 8 units of insulin (type of insulin is not known). She stated she began to feel as she was "going down", but decided not to retest a 3rd time, and got in her car to drive. The next thing she remembered was a man at her car window asking her questions, then being in ambulance, which took her to the hosp. She was later told that she was weaving while driving. Her blood glucose at the hosp was 20 mg/dl. The pt did ask the cca if it was okay to continue using her test strips which were expired. The cca replied that use of expired test strips is not okay. The expiration date and lot number of the test strips were not provided. The pt was unwilling to answer further questions. This complaint is reported as the pt alleged that she took insulin based on the meter results obtained and subsequently suffered a hypoglycemic event. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.